Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device failed the temperature acceptance test as it exceeded the temperature limits. Therefore the reported condition was confirmed. Evidence suggests this was due to usage/wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
The attachment device was not received for evaluation. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding an attachment device in which it was observed that the device "heated up". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if delays were reported or if a spare device was available. I was unknown to the reporter if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.